Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2018 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: order creation mdt initial contact: (B)(6); inquired what led up to the complaint. Customer response: customer called in stating that pump was not working properly. Stated back of pump was cracked. Bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. 1. Type of damage is: cracked. 2. Damage occurred: does not know. 3. Location of the damage is: back of pump by battery compartment.. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: advised customer that we'll have to replace pump. Let her know we'll send info to local office and that they'll contact her about replacement. Ship: 1 pump/ return: 1 pump country: (B)(6) input date: 07/30/2018 warranty start: 11/06/2016, warranty end: 11/05/2020; batch - ng1121976h.